Event description:
Customer reported she experienced high blood glucose. Blood glucose value at event is unknown but current value was 600 mg/dl; treated with manual injection. Customer also reported that the reservoir compartment is cracked. When she puts the reservoir in; the plastic is cracked and she has a hard time inserting the reservoir. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.